Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s. And, therefore, this information is not provided due to country privacy laws. Unique identifier: legal manufacturer: hcs madison - (B)(4).

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.